Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the first balloon was used to dilate a couple of times before it popped. The second balloon was used and popped on the initial dilation. It was also noted that while being tested outside the patient before inserting into the scope, the balloons did not pop. Further dilatation was not required after the second balloon popped and the procedure was completed. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the first balloon was used to dilate a couple of times before it popped. The second balloon was used and popped on the initial dilation. It was also noted that while being tested outside the patient before inserting into the scope, the balloons did not pop. Further dilatation was not required after the second balloon popped and the procedure was completed. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. ***correction*** the balloon popped at 12atm and no further dilation was perfored as stent was placed.

Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem) and block h6 (device code). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result. A visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, it was noticed that the balloon had two pinholes, which does not confirms the reported event of balloon burst; however, the problem found could have been interpreted by the customer as the reported event of balloon burst. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal and distal section of the balloon. The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In june 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.